Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, other relevant patient history/concomitant medications product code and lot #, if applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure in (B)(6) 2009 and the mesh was implanted. The patient had no problems until (B)(6) 2017, then experienced jaggy sensation in vagina and noticed this during intercourse. Vaginal examination revealed mesh erosion on right vaginal wall lateral and proximal to external urethral meatus. The mesh excision under general anesthetic was performed on (B)(6) 2018. Additional information has been requested.